Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to an internal short on the transformer (t1) on the inverter board. The inverter board is located on the rear of the touch screen. A known good inverter board was installed, and the display became fully operational. The functioning inverter board was removed at the completion of the investigation. There were no other visual discrepancies encountered during the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and found a prior occurrence of an internal short on the inverter board t1 transformer on the failure analysis problem report. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short of the transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A contact of a peritoneal dialysis (pd) patient stated that they received this replacement liberty select cycler. Contact stated that when the turned the cycler on the screen was flashing a flickering and acting 'really funky'. Contact stated that after a while the screen seemed to finally calm down and they were able to start the treatment but suddenly the screen would not come back on. Contact stated they decided to end the treatment and package the replacement in the box to be sent back. Contact stated that they did not want another replacement and would keep their old cycler. Additional information was requested but to date, has not been provided. The cycler was returned to the manufacturer. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short.